Event description:
During an attempt to remove PICC line catheter, PICC broke leaving 2.5cm within (l) arm. Required physician intervention. X-rays taken to confirm position of PICC fragment in (l) arm. PICC line fragment was removed surgically.